Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no unexpected battery out limit alarm and failed battery test noted. Device received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery error. Customer's blood glucose level was 183.6 mg/dl at the time of incident. It also stated that the customer tried to clear the issue but failed battery error kept happening and due to error pump was not powered back up. Customer was advised that the insulin pump need to be replaced. Insulin pump will not be returned for analysis.